Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump alarmed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was failed downstream sensor. The downstream sensor is required to be replaced to address the issues. Should additional relevant information become available, a supplemental report will be submitted.